Manufacturer narrative:
Device is not available for collection to determine if there was a device failure. Root cause cannot be determined based upon the information provided. Date of event estimated to tbe this year based on follow-up call frequency.

Event description:
Patient stated his sugar dropped really low one day. Patient stated he passed out and remembers waking up in the hospital. Patient stated he applied the vgo the night before around 10pm. Patient stated he did not bolus click. The following day round 12pm his reading was low and vgo was empty patient did not have a reading to provide. Patient stated his son took him to the emergency room. Patient was given an IV, glucose tablet to take home. Patient was taken off vgo and went back to his pens. Patient did not have lot number and vgo stored for our collection. Patient shared that he does not remember the date he went to the ER for hypoglycemia. He does not remember what he ate that day but said he had breakfast but did not say what it included. He does not remember what time of the day he went to the ER. He was not admitted to the hospital but treated and released from the ER. Patient is back an levemir and regular insulin.

Manufacturer narrative:
Initial reporter corrected, health professional - no checked, non healthcare professional, follow up #1, correction checked.